Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a change in coverage after fall/twist. New pain after a fall/twist incident patient said he had on sunday 6/30 and also feeling the stimulator in different places than before with same existing programs. Patient came into hcp's office requesting a reprogramming. Rep met with the patient and he explained that he had a fall/twist incident the previous sunday (6/30) and had new pain after that, and that he felt the stimulation in different places than he had before (a lot of stim in his sides and ribs, vs previous back and legs coverage). Rep was able to reprogram to avoid rib stim, and none of the impedances were out of normal range. Rep recommended to the medical staff that the patient get x-rays to check his leadplacement after the incident. Rep does not believe this has been scheduled yet. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.